Manufacturer narrative:
Correction: UDI not available as product was manufactured on or before september 23, 2014.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the right trail lead exhibited noise in 2019. Lead impedance was also trending low, but started to fluctuate more around (B)(6) 2020. Atrial capture thresholds were stable and in range. The noise was larger than the p waves, sensitivity changes could not be made. Lead was programmed to unipolar, but the noise was still reproducible. Because the noise could not be eliminated, the lead was reprogrammed to a ddi mode to prevent tracking off of the atrial lead noise. The patient reported that they were asymptomatic.